Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. A review of the log files from the subject event indicated that the arm could not connect due to the force sensor late initiation, which is a known software anomaly. It is assumed that the emergency light button was on to indicate that the controller never initiated. The review of the log file did not permit to confirm it.

Event description:
During the surgery, upon device restart, it was noticed that the red light on the emergency stop button was on, so before attempting to connect, the robot was shut down and restarted again. This was done to eliminate a possible communication failure. After this restart, registration was completed and the case continued as planned.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During the surgery, upon device restart, it was noticed that the red light on the emergency stop button was on, so before attempting to connect, the robot was shut down and restarted again. This was done to eliminate a possible communication failure. After this restart, registration was completed and the case continued as planned.